Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the biopsy channel was blocked with foreign material. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material was a stent. Since the biopsy channel was blocked with a stent, defect was detected during forceps passage inspection. We could not specify the cause of the foreign material remained from the information obtained. -no deviation from IFU in the reprocessing steps for the location where the foreign material remained. -no physical damage on the location where the foreign material remained. -the user recognized that the biopsy channel was blocked with the stent. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenvideoscope biopsy channel was blocked with foreign material. The issue occurred during preparation for use. There were no reports of patient harm.